Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by an attending anesthesiologist "for the past few years, we have been having consistent issues" with the endotracheal tube (ett). "Main issues have been intra operative desaturation, to total occlusion of the tube." "Could you please provide any input and or experiences regarding issues with this ett." There has been attempted communication with the physician by this manufacturer to ask for specific information relating to "issues" with the ett. Emails were sent from this manufacturer, and as of this date, have not received a response from the physician. This manufacturer sent the following information via email to assist the physician: to assist in answering your question, I have reviewed the instructions for use for the electromyographic (emg) tube warnings as they pertain to this event and the recommendations are as follows: "avoid disrupted air supply due to inadequate oxygenation by confirming, monitoring, and maintaining anesthesia gas delivery systems and connections at all times. Avoid inadequate oxygenation from placement in the right main bronchus by confirming the correct positioning after intubation. Avoid inadequate oxygenation due to a collapsed or blocked tube after performing a test inflation, by inspecting the inner diameter of tube for patency after test inflation. Do not attempt to manipulate an emg tube with an inflated cuff after insertion. Manipulating a tube with an inflated cuff may cause partial airway blockage at the tip and/or murphy eye, cuff herniation or tip deflection. Ensure that the cuff is fully deflated before any manipulation and confirm that the airway is free of any potential occlusion after repositioning. Do not over inflate the cuff. Over inflation may cause cuff deformation, deflation or rupture resulting in tube blockage and/or tracheal damage." The instructions for use recommends the cuff to be inflated with 15cc to 20cc of air.

Manufacturer narrative:
This emdr is being filed without a specific incident or a specific product, related to the fact that the physician with the initial complaint has not responded to this manufacturer's request for information. Part number 8229506 on the product line is for product family representation only and may not be the actual part number involved in this complaint. Part number 8229506 on the product line is for product family representation only and may not be the actual part number involved in this complaint. Part number 8229506 on the product line is for product family representation only and may not be the actual part number involved in this complaint. Aware date of complaint, (B)(6) 2011. Part number 8229506 on the product line is for product family representation only and may not be the actual part number involved in this complaint. No medwatch 3500a form was received from the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, nor medical records was returned to the manufacturer for evaluation. Without serious injury or intervention we are filing this report as a product problem. Device description - the electromyographic (emg) endotracheal tube is a flexible silicone endotracheal tube with an inflatable cuff. The tube is fitted with electrodes on the main shaft of the endotracheal tube, which are exposed only for a short distance, approximately 30mm, slightly superior to the cuff. The electrodes are designed to make contact with the patient's vocal cords to facilitate emg monitoring of the vocal cords during surgery when connected to an emg monitoring device. Both the tube and the cuff are manufactured from material that allows the tube to readily conform to the shape of the patient's trachea with minimal trauma to tissues. The emg endotracheal tube is packaged as a sterile single-use device. Nerve monitors are mandatory for use with the emg endotracheal tube. Proper sizing, intubation and extubation should be in accordance with accepted medical techniques and expert clinical judgment. A tube that is one size larger than standard selection is recommended whenever possible to improve electrode contact with vocal cords. The proper size tube for the patient should be determined prior to intubation by the anesthesia provider and/or surgeon. A spare emg endotracheal tube of the correct size should be kept readily available. There is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation. A bite block is recommended for use with the emg endotracheal tube to prevent damage to the tube. For safe and accurate emg monitoring, proper handling, insertion and placement of electrodes and probes is critical. Review the appropriate user's guide for the monitor being used for the procedure. It is strongly recommended that the clinician(s) have a thorough understanding of and experience with intraoperative emg monitoring prior to using the emg endotracheal tube in a surgical procedure. This device is not intended to replace the surgeon's medical judgment or knowledge of neural anatomy and physiology. It is intended to provide the surgeon with an additional tool with which to make better-informed decisions regarding the surgical procedure. Visualize electrode contact with the vocal cord musculature. The 30 mm length of electrode exposure is located primarily on the posterior aspect of the tube with a midpoint of approximately 90 mm above the caudal tip of the tube. This area of the tube, with contrasting color, must be in contact with the vocal cord musculature. Confirm the depth of intubation via the standard procedure for such tubes. The emg endotracheal tube has depth markings on the surface of the tube. Electrode depth and location should be checked against preoperative endoscopic inspection using these markings. Inflate the endotracheal tube cuff with a minimum volume of air or nitrous oxide injected with a syringe through the cuff inflation valve, to create an airtight seal and ensure against slippage of the tube in situ. Monitor the cuff volume routinely to ensure an adequate seal is maintained. To minimize the effect of cuff leakage over time, saline may be used to inflate the cuff. Take care when rotating the patient's head and neck during the procedure as displacement of the emg tube may occur, resulting in false negative responses. Avoid disrupted air supply due to inadequate oxygenation by confirming, monitoring, and maintaining anesthesia gas delivery systems and connections at all times. Avoid inadequate oxygenation from placement in the right main bronchus by confirming the correct positioning after intubation. Avoid inadequate oxygenation due to a collapsed or blocked tube after performing a test inflation, by inspecting the inner diameter of tube for patency after test inflation. Do not attempt to manipulate an emg tube with an inflated cuff after insertion. Manipulating a tube with an inflated cuff may cause partial airway blockage at the tip and/or murphy eye, cuff herniation or tip deflection. Ensure that the cuff is fully deflated before any manipulation and confirm that the airway is free of any potential occlusion after repositioning. Do not over inflate the cuff. Over inflation may cause cuff deformation, deflation or rupture resulting in tube blockage and/or tracheal damage. The instructions for use recommends the cuff to be inflated with 15cc to 20cc of air.